Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. The patient¿s father stated the sensor was removed due to discomfort after about eight days of use and an infection was noted in the sensor location four days later. The patient had a fever and his parents took him to the hospital. He stayed for two days and was treated with unspecified antibiotics and an IV drip. At the time of the report he was feeling fine but had a small bruise at the sensor location. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.